Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch, and no issues were observed. Data was extracted successfully, and sensor was found in sensor state. The sensor was found to be in sensor state 7 with event code 11,227 and 224 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. The sensor termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with late sensor attenuation (lsa) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to lsa. An extended investigation has also been performed for the reported complaint. The device history review (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced loss of consciousness. The customer was unable to self-treat and was presented to the emergency room. The customer had a contact with healthcare professional (hcp), upon arrival the customer stated that they could not find their veins for IV glucose, so the customer was treated with unspecified medication and water for the treatment. There was no report of death or permanent impairment associated with this event.